Manufacturer narrative:
The device was received and evaluation was completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The event history log review was completed and it noted the presence of this alarm in the log. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The device was determined to not meet all product specifications related to the reported event. The constant false downstream occlusion alarm was verified. The cause was determined to be an out of specification downstream tubing guide plate depth. The downstream tubing guide plate depth was adjusted and the force sensor was calibrated to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced constant false downstream occlusion alarm. There was no known patient injury or medical intervention associated with this event. No additional information is available.